Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the electrical connector fluid damage, the us probe broken, the light guide fiber bundle (lcb) broken, the suction channel buckled, the deflector wire stretched, the control body corroded, the lg prong corroded, the lg cable connector corroded, the air/water nozzle deformed, the operation channel leaky, the remote control buttons cut, the us connector casing scratched, the lcb distal cover glass dirty, the us connector body loosened, the r/l lock knob improper adjustment, the deflector operating knob improper adjustment, the lg prong top worn out, the deflector wire hard to move, and the air/water nozzle sharp; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).